Manufacturer narrative:
Based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed. We will continue monitoring the complaint trend for the product and symptom. With no actual sample analysis, a probable root cause could not be offered. H3 other text : see h10 manufacture narrative.

Event description:
Material#:305901 batch#: 2306534 it was reported by customer that 305901 safety glide needle is clogging and they are not able to administer their flu vaccination. Verbatim: 305916 safety glide needle is clogging and they are not able to administer their flu vaccination. "Sometimes you try to give the shot and the vaccine itself won't go through the tip. Not even all needles in the same box having this issue, but enough to where it's a gamble. Rphs trying to test when pushing the air out and that seems to indicate the needle will work, but I had one the air went out but still had to push sooo hard to get the drug in arm."

Event description:
It was reported that the bd safety glide needle was clogged/blocked. The following information was provided by the initial reporter: "safety glide needle is clogging and they are not able to administer their flu vaccination. 'Sometimes you try to give the shot and the vaccine itself won't go through the tip. Not even all needles in the same box having this issue, but enough to where it's a gamble. Rphs trying to test when pushing the air out and that seems to indicate the needle will work, but I had one the air went out but still had to push sooo hard to get the drug in arm.'"

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.